Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 9618003.

Event description:
The end user reported that one wafer from an unknown market unit (mu) with unknown lot number caused a red, rash with pain and bleeding under the tape collar. The customer had been a long-time user of this product. He reported that over time, as he started to gain weight, he developed skin folds above and below the stoma. This caused the tape collar to create deep friction injuries in the skin folds, resulting in redness, pain and bleeding. He stated his wound, ostomy, and continence (woc) nurse felt that he had contact dermatitis. He mentioned that the tape felt very rough against his skin. He had been using calamine lotion and stoma powder to try to help the skin heal. He continued to use the product until he transitioned to another product of same company. The stoma nurse had him trialing company's another known wafer and improvements are noted but the skin issues were not completely resolved. He had been wearing the wafer for an average wear time of three days without leakage. A photograph depicting the issue was received from the complainant.